Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The cylinder kink resistant tubing (krt) was worn to the filament and leaked due to fatigue. The cylinder also had bucking folds in the middle and proximal end of it. The pump was visually inspected and underwent leak testing. The pump tubing was cut down to the block and it was not returned for analysis. Under microscopical examination bodily fluid was found inside the pump; despite this, the pump passed leak testing. In addition, an unused cylinder was returned for analysis. It was visually inspected and underwent leak testing. No visual damages nor abnormalities were found, and it did pass leak testing. Based on the information available and analysis results, the leakage caused by fatigue could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two week later a revision surgery was performed, and upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two week later a revision surgery was performed, and upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.